Event description:
The implantable neurostimulator battery was depleted and replaced. Preoperative impedance measurements could not be performed due to the dead battery. Intraoperative bipolar impedances were 10,000 ohms. The pocket was closed. Post operatively, the pt did not feel stimulation sensation at the maximum amplitude. Impedance on electrode combinations 0-1, 0-2, and 0-3 were 2282, 3654, 5053 respectively. There were no open circuits. Reprogramming stimulation did not return therapy to the pt. The lead was replaced due to a possibly fractured. The pt outcome surgery was reported as 'recovered without sequela.' There was no pt injury associated with the event.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.